Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since implant date in (B)(6) 2022 the patient had been having some pain and their healthcare provider (hcp) was keeping tabs on the issue. Then patient saw the hcp again in mid-april and two weeks after that patient saw the nurse. Patient was told by a nurse that they could feel heat coming from the incision area and the nurse told the patient to put ice on it and take ibuprofen. Nurse said they would have the hcp call back and hcp never called back and that is when they found out the hcp is no longer practicing. The patient's healthcare provider left their practice and the patient was not given any information on where their new healthcare provider would be practicing or any new providers they could see. Patient wanted to know if patient services had updated hcp information. Patient services specialist offered to email physician listings but patient declined. Patient said they will wait to see where hcp goes next, otherwise will call patient services back for listings.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.